Manufacturer narrative:
It was reported by the customer that they has been having several issues related to disconnections between the mx4450 stopcock and the extension set during surgical procedures. In addition, they have experienced cracking and or difficulty disconnecting the stopcock from the extension set. One photo was received for quality evaluation. Inspection of the photo indicates leakage at the luer connection, but the luers are connected and therefore the customer complaint of connection issue - disconnection could not be confirmed. A root cause analysis was not conducted because a physical sample was not available and the photo provided does not confirm the failure. A device history record review for model mx4450 lot number 25065225 was performed. There were no quality notifications issued for the failure mode reported by the customer during the production build of this set.

Manufacturer narrative:
H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.

Event description:
It was reported that the bd maxguard extension set with needleless y-site(s) and stopcock had connection issues (disconnection). The following information was provided by the initial reporter: anesthesia department has been having several issues related to disconnections between the mx4450 stopcock and the extension set during surgical procedures.